Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-08268. The pt received the scs system on (B)(6) 2011. It was reported that the leads had invalid contacts. The device was re-programmed around those contacts and the pt received good pain coverages. No further info is available at this time.